Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/22/2018, that on (B)(6) 2018, a loss of connection occured. No additional patient or event information is available. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A transmitter final functional test was performed and passed. Share log data was downloaded and retrieved. A loss of connection was observed within the investigation window. The complaint confirmation of a loss of connection was confirmed. The root cause could not be determined.